Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. Two wands were returned. There is no way to determine one from another. Both wands have their electrodes broken off. One wands spacer is missing a chunk of its body from impact with another object or sheer force at one of the electrodes stands but does not show signs of wear/use. The second wands tip is worn from use and the spacer is not damaged. The device was plugged into the controller and registered settings (1,7). The wands cannot produce plasma or activate coag due to the broken off electrodes. The resistance of both wands measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors, that can contribute to the complaint event, include (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, during surgery, two (2) super multivac wands broke immediately after use. The broken pieces were recovered from the patient. Surgery was completed with a back-up device, instead. There was a delay of less than 30 minutes, and no further complications were reported.